Event description:
It was reported that after 5 minutes/10,000 joules of use, the system went into fiberlife mode and would not allow the surgical fiber to work. The fiber was replaced and the procedure completed using a second fiber. There was no report of injury.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a radial fracture at the output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification at the cap output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The radial fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.